Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred due to air bubbles within the cannula. Customer's blood glucose level was approximately 350 mg/dl. Customer declined to troubleshoot the issue.